Event description:
It was reported that when the patient presented in-clinic during a routine follow up, an alert for eri was seen. Premature battery depletion was suspected. The daily battery measurement trend showed fluctuations between normal and eri values. The current drain trend did not show any large fluctuations. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an alert for eri was confirmed in the laboratory. Review of device data showed large fluctuations of battery voltage measurements which falsely triggered eri. The device was tested on the bench and using automated test equipment was tested and an intermittent failure on a component within the hybrid was responsible for fluctuation in battery voltage that falsely triggered eri in the field.